Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for subject device sometimes images did not come out, the screen was completely black. The event occurred during set up / inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material adhered to the video connector contact point. Video connector malfunction. Video connector lock did not work. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reportable malfunction: foreign material adhered to the video connector contact point, causing image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.